Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was confirmed due to the cut knob wire (k-wire). In addition, evaluation found the following: the angulation in the right direction was out of standards due to the worn angle-wire; the bending section cover (a-rubber) adhesive and connecting tube protector was broken; the connecting tube was corrugated; the coating on the universal cord was peeled off; the electrical connector (el-connector) was corroded; the gap on upward/downward knob was out of standards due to the worn angle-wire; there were scratches on the charged coupled device unit (ccd) lens and light guide (lg) lens; and the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use of an unspecified diagnostic procedure, the duodenovideoscope guide wire did not completely rise. The procedure was completed using a similar device with no delay. During evaluation, the following reportable issue found that the inside of the lightguide lens (lg) was discolored. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the discoloration/foreign material inside the light guide lens was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The issue can be detected by following the instructions in: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.